Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The power pcb assembly will be replaced and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported that the device would not power on. Therefore the device would not provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
The initial medwatch report indicates: the device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The power pcb assembly will be replaced and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The initial medwatch report should indicate: a third party service agent evaluated the device and verified the reported failure. He observed that the device had been opened by unauthorized personnel. He also observed that one of the therapy pcb assembly screws was loose inside the device. The power pcb assembly will be replaced and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.